Event description:
It was reported via repair work order that the bed exit had no audible alarm due to a loose connection. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.